Event description:
Customer reported her insulin pump has a blank screen. It won't go past the number counting start up phase. Customer stated she woke up with the device blank. Customer's blood glucose is 87 mg/dl. The battery compartment and cap are not damaged. The device was not bumped or exposed to moisture. Customer removed the battery for ten minutes and inserted a fresh battery, but the issue persists. The device alarmed after the battery change. Customer was advised the device experienced an unexpected restart. She was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.